Event description:
This pt is status post liver transplantation. She was found in liver transplant clinic to have a fractured port-a-cath with the distal fragment apparently in the right ventricle. The catheter fragment was easily withdrawn through the 8f sheath. On inspection this catheter fragment was about 12 cm in length. There was a knot in the mid portion that the physician suspected was created by pulling one end of the catheter through the loop in the inferior vena cava. On fluoroscopy there was no evidence of any other catheter fragment. The sheath was removed. Hemostasis was obtained with local pressure. The pt tolerated the procedure well, and was transferred to the pacu in satisfactory condition.